Event description:
It was reported that the device was used during a total thyroidectomy. The tissue pad dislodged/separated after the procedure was completed when being wipe down. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned in good condition and with the tissue pad intact. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device.